Event description:
Allegedly the patient was experiencing mom complications: adverse local tissue reaction the patient is scheduled to return to the orthopedic clinic on (B)(6) 2019 to discuss revision. Additional information received from clinical on 04/01/2019. Allegedly the patient was revised due to adverse local tissue reaction. The neck-head taper showed evidence of extensive corrosion. The femoral head and modular neck were removed. The pseudotumor was bulging out and filled with altr fluid, elevated blood cobalt and chromium. (B)(4).